Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 268mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the mother to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion and excessive no delivery test. Unable to prime during prime test due to faulty force sensor. The motor was tested outside of the device and passed. No motor error alarms noted.